Manufacturer narrative:
Gtin:(B)(4). Alleged failure: implant pulled out. Probable root cause: used by medically trained orthopedic surgeons who perform arthroscopic surgery and meniscal suturing (surgeon experience), surgeon removes suture/anchor when possible and uses back-up device, the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the anchor detached from the suture. It could not be confirmed if the loose anchor was removed from the patient.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the anchor detached from the suture. It could not be confirmed if the loose anchor was removed from the patient.